Event description:
It was reported that during use with 2 lots of bd syringe enteral 10ml bns the stopper detached and remained in syringe. There was no patient impact. The following information was provided by the initial reporter: occurred during patient use ¿ no patient injury reported. Rubber stopper at end of plunger detached and is stuck in syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-apr-2023. One sample and one photo were provided to our quality team for investigation. Through visual inspection, it is observed that the stopper was separated from the plunger rod and lodged at the bottom of the barrel. The non-bd branded blister package indicated that the product was sterilized and packaged at a non-bd facility. Potential root cause for the defect could not be confirmed to have originated via a manufacturing related process at the assembly site. It is unknown what type of conditions the syringe was subjected to during the downstream packaging and sterilization progress at the customer utilizing the bulk non-sterile product. A device history record review was completed for provided lot numbers 1172025 and 2124139. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that during use with 2 lots of bd syringe enteral 10ml bns the stopper detached and remained in syringe. There was no patient impact. The following information was provided by the initial reporter: occurred during patient use ¿ no patient injury reported. Rubber stopper at end of plunger detached and is stuck in syringe.

Event description:
It was reported that during use with 2 lots of bd syringe enteral 10ml bns the stopper detached and remained in syringe. There was no patient impact. The following information was provided by the initial reporter: occurred during patient use ¿ no patient injury reported. Rubber stopper at end of plunger detached and is stuck in syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1172025; medical device expiration date: 30-jun-2026; device manufacture date: 21-jun-2021. Medical device lot #: 2124139; medical device expiration date: 30-apr-2027; device manufacture date: 04-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.